Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that the patient experienced pectoral stimulation that occurred when patient lifted left arm up to head or above only, and experienced twitching around the clavicle. When the patient lowered the arm, the twitching disappeared. However, patient later complained of pectoral stimulation and twitching again. Follow up check was performed again, and testing of the right ventricular (rv) lead revealed powerful full pectoral stimulation with no arm movement required. It was also reported that the rv lead had exhibited decrease of impedance but shortly after returned to stable values. The rv lead settings were re-programmed. The rv lead remain in use, and patient to be monitored via follow up checks. No patient complications have been reported as a result of this event.